Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40ml for a 60 minutes run time. The delivered amount was 41.204 and the error percentage was at 3.01%. During evaluation, the device delivered within intended range. The event history log review was completed. The customer did not provide an event occurrence date. An infusion basic mode rate - 40 ml/hr, vtbi 20 ml completed on last day of customer use. The condition of the IV set, IV bag, and set up are unknown. The condition observed by the user cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused dobutamine drip during delivery. Although the pump alarmed for being out of volume, the volume of the dobutamine bag had not changed and no drops were flowing through drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.